Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU precautions, "like other modalities, hemospray may not be effective for all types of bleeds. Gastrointestinal bleeding may exacerbate existing comorbidities, increasing the potential for adverse events including patient mortality." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Cook became aware of the attached clinical literature article involving cook hemospray endoscopic hemostat. The following are relevant excerpts: "patients from dec 2011 to april 2017 from facilities in singapore, canada, united kingdom, the netherlands, us, and china. Initial hemostasis was achieved in 60/66 patients (90.9%). 1 was treated with proton pump inhibitors. No further intervention endoscopic and pharmacologic treatment modalities were required. 4 were treated with conventional hemostasis methods. " sung jjy, moreea s, dhaliwal h, moffatt dc, ragunath k, ponich t, barkun an, kuipers ej, bailey r, donnellan f, wagner d, sanborn k, lau j, the use of topical mineral powder as monotherapy for treatment of active peptic ulcer bleeding, gastrointestinal endoscopy (2022), doi:https://doi.org/10.1016/j.gie.2022.01.020.